Manufacturer narrative:
There are no additional device identification numbers. : ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. H3 other text : device evaluation anticipated, but not yet begun.

Event description:
It was reported that two ge healthcare field engineers (fe) were swapping out the coldhead of an mr system. During the handoff of the part, the coldhead was attracted to the magnet hitting the fe's finger between the coldhead and the magnet bore. An x-ray confirmed a fractured finger. The finger was splinted and the fe referred to a hand specialist.

Manufacturer narrative:
H3: ge healthcareâs (gehc) investigation has been completed. During coldhead replacement, one gehc field engineer (fe) removed the coldhead and then handed it down to a second fe who was standing on the floor near the operator panel of the magnet. As the second fe turned to the right, he noticed what he thought to be liquid helium starting to drip from the coldhead. As a reaction and to prevent contact with the liquid helium, the fe lowered the coldhead so the liquid helium would drip safely to the floor. This is when the coldhead was accidently moved closer to the magnet bore and pulled to the magnet. The fes have had mr training and the safety protocols and service processes were being followed when the incident occurred. Gehcâs mr service safety and installation manuals define the risks associated with entering the scan room with ferrous materials. No further actions are planned by gehc.